Manufacturer narrative:
Section a and h6 updated. Additional information was received on 05/06/25 specifying patient involvement. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported a nurse observed the disposable set that came apart during an infusion. There was no patient involvement.